Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed self test and was not communicating with the meter. The customer was advised to monitor the insulin pump until the new one arrived and to call back for assistance programming the new insulin pump.